Event description:
Customer reported that he believed that the insulin pump was not delivering insulin properly. Customer noticed that insulin was leaking onto his shirt, and the cannula was bent. Customer reported experiencing blood glucose levels above 500 mg/dl. Customer also reported periodically receiving no delivery alarms. Customer reported a recent incident in which his blood glucose level rose to 540 mg/dl, causing him to be sick and vomit. Customer stated that it was possible that he had ketones at that time. Customer treated this high blood glucose level with glucose gel. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).